Manufacturer narrative:
The device availability was inadvertently documented as may 3, 2017 in the initial report. The date returned to manufacturer was corrected to may 23, 2017. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. Reliability engineering evaluated the device and determined that the foot plate was bent and the neuro-tip was drilled into and fractured. It was further determined that the issue with the drilled neuro-tip was failure to follow the directions for use. When the burr device was improperly loaded into the attachment device and then installed onto the drill device, the burr device did not seat properly in the locking chamber. The attachment device was forced into position which placed the distal tip of the burr in compression. At that point, the tip of the burr was in direct contact with the neuro-tip of the attachment device. When the drill device was started, the burr drilled into or through the neuro-tip. It was determined that the issue with the bent neuro-tip was due to excessive force being applied to the device. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to user error. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). (B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, since the investigation is still in-progress, the assignable root cause could not be determined at this time. If information is obtained that was not available, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the neuro tip was damaged on the craniotome device. It was observed that part of the crani holder was broken and was not available. It was further determined that the ball bearing was worn out and the triangle symbol was missing. It was further determined that the device failed pretest for visual assessment, vibration and temperature. It was noted in the service order that the device was broken and not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.